Manufacturer narrative:
(B)(4).

Event description:
It was reported there was a case of externalized conductors when the patient presented in the operating room for a generator replacement due to normal eri. The patient was asymptomatic. The patient will continue with routine follow-ups by the physician.